Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a hernia on an unknown date. The medical event was reported when the patient contacted technical services to report they were unable to drain or bypass due to their hernia. There was no indication nor allegation that fresenius product caused or contributed to the patient¿s hernia. Multiple attempts were made to acquire additional information from the patient and their clinic, however, a response was not received.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a potential temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of hernia. However, it is unknown if the hernia was pre-existing prior to the patient being initiated on pd therapy or if the hernia developed during pd therapy. Only 4.9% of pd patients develop hernia after the initiation of dialysis. The type and location of the hernia are unknown. Although it is unknown if pd therapy exacerbated the patient¿s hernia, the patient did report issues with draining indicating the hernia was affecting pd therapy. There is no allegation of a device malfunction or deficiency causing the patient¿s hernia. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the hernia.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a hernia on an unknown date. The medical event was reported when the patient contacted technical services to report they were unable to drain or bypass due to their hernia. There was no indication nor allegation that fresenius product caused or contributed to the patient¿s hernia. Multiple attempts were made to acquire additional information from the patient and their clinic, however, a response was not received.